Event description:
It was reported that an 840 ventilator compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found that the circuit breaker for the compressor was tripped. To address the issue, the se reset the circuit breaker. The unit passed all testing and operates within the manufacturing specifications.